Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 078) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 07/17/2014-product analysis:the pump was returned and evaluated by product analysis on 07/09/2014 with the following findings:the pump¿s black box revealed related alarms. Related alarms were duplicated during the rewind step of prime sequence. Inspection of the pump¿s internal components revealed the motor drive flex cable was not properly inserted into the connector. The flex cable was reinserted into the connector and the alarm issue was resolved.